Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip arthroplasty to address hip dislocation. Date of implantation: (B)(6) 2017, date of revision: (B)(6) 2020, (left hip). Treatment: revision of liner and head.